Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. Throughout the data reviewed, atypical low voltage and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage on both power cables briefly fluctuating below the alarm thresholds. The atypical low voltage and power cable disconnect alarms did not prevent the system controller from supporting the system as intended. The system controller did not return for analysis. Provided information indicated the 14v li-ion batteries and battery clips were exchanged, which did not resolve the alarm, so the system controller was exchanged. The root cause of the reported event of atypical power cable disconnect and low voltage alarms was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, and power cable disconnect alarms. Section 2 of the patient handbook entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The IFU and patient handbook under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was experiencing low voltage alarms while connected to fully charged batteries. Batteries and battery clip contacts were cleaned. It was noted that the alarms temporarily resolved after cleaning, however the site requested to exchange 6 of the patients batteries. It was later reported that the low voltage alarms recurred. It was presumed that the battery clips were defective. The battery clips were set to be exchanged. Additional information indicated that the battery clip exchange did not resolve the issue, so the system controller would be exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller was exchanged.